Event description:
During a surgical procedure, a verres insufflation cannula reportedly broke. The broken parts were recovered. User facility has not provided any add'l details to this MFR after several attempts to contact the initial reporter.